Manufacturer narrative:
An investigator examined the device and found it to be in good condition, although old. The device was tested and found to meet all OEM specs. The stability of the device is strongly influenced by the position of the castors. The MFR has concluded the root cause of this event is user error. The resident's position was off-center. The stretcher was slippery because of oil. The stretcher was most likely in a sloping position. It is stated under several warning notes in the opi: "if the resident's position is off-center, the concerto may tip over, causing serious injury to the resident and operator." The MFR recommends retraining of operators to the requirements of the opi.

Event description:
The facility reported the resident was lying on the stretcher because of inserted enema. The stretcher was very slippery because of oil. The resident slipped in the direction of the drain. The resident fell down and the concerto tipped. It is not clear whether the stretcher was in a horizontal or a sloping position. No injuries reported.